Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed the elective replacement indicator (eri) due to the extended charge time limit. The monitoring voltage was at middle of life (mol) 2.56 volts. The device remains implanted. No adverse patient effects were reported. The patient is refusing a device change out at this time until after they move. A request for additional information has been requested from the local field representative.

Manufacturer narrative:
Additional information has been received that this device was successfully explanted adn replaced. The device was returned to boston scientific for analysis and this report will be updated when analysis is complete.

Manufacturer narrative:
Our records indicate this device remains in service. This investigation will be updated should further information be provided.

Event description:
Additional information was received the device was scheduled to be changed out. If the physician decides to use boston scientific for the generator change it will be returned. If they chooses a different vendor, often the institution does not return them. There were no adverse patient effects reported. To this date our records indicate the device remains in service. This report will be updated if additional information is provided or if the device is returned and sent for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.